Event description:
This 66-yr-old female underwent bilateral simple mastectomies for fibrocystic disease in 1972, with implantation of silicone gel implants. The chief complaint is breast hardness and contractions with flexion and pt would like them removed. Gross exam shows both implants are ruptured and the implant walls are massively disrupted. Micro exam shows chronic inflammatory changes and fibrosis. As these implants were not implanted at the reporting facility, the name of the MFR is not known.